Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-sep-2023. Bd received ten sealed 20 gauge insyte autoguard blood control units from lot 3121177 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects or deformities. None of the needles had pierced through the catheter tubing or were already retracted. Next, the engineer broke each device's tip adhesion and activated the safety feature. Each unit retracted completely with no signs of resistance or delay. Each unit was found to be functional and within product specifications. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle went throught the catheter. Report 2 of 2. The following was received by the initial reporter: update:the needle either penetrated the catheter 1st customer response ¿ are you able to list the number of occurrences according to the issue? If yes, kindly provide the incident dates. Issue : needle through catheter; no of occurrences: 2; incident dates: (B)(6) 2023. ¿ did the needle penetrated the catheter in unit packaging or during insertion? Both penetrated during insertion. ¿ what is the patient outcome? Are there any adverse events/serious injuries? No serious injuries or adverse patient outcomes. ¿ was there a needle stick injury? No needle stick injuries to staff members.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle went throught the catheter. Report 2 of 2. The following was received by the initial reporter: update:the needle either penetrated the catheter 1st customer response are you able to list the number of occurrences according to the issue? If yes, kindly provide the incident dates. Issue no of occurrences incident dates needle through catheter 2 (B)(6) 2023. Did the needle penetrated the catheter in unit packaging or during insertion? Both penetrated during insertion. What is the patient outcome? Are there any adverse events/serious injuries? No serious injuries or adverse patient outcomes. Was there a needle stick injury? No needle stick injuries to staff members.